Manufacturer narrative:
H3) the attachment was returned to the manufacturer for evaluation. After testing, the reported issue was not confirmed. During incoming inspection, it was confirmed that the tool bur cannot be inserted due to damage/breakage to the tip bearing. Further, deterioration of color code and marking was confirmed. Unable to be assembled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 devices were sent back with the allegation of a bearing ball falling out. There was no known patient impact or involvement. Additional information was received stating that the event happened intra-operatively but also there was no patient present.

Manufacturer narrative:
H3) coding was updated as there was a patient present, but no impact to the patient was made as the event occurred on the back table. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was in the or but the event occurred during preparation at the back table, and there was no patient impact. The procedure that was to be performed was a craniotomy with no delay or troubleshooting needed. The procedure was completed using back up products. During incoming inspection, it was confirmed that the tool bur cannot be inserted due to damage/breakage to the tip bearing. Further, deterioration of color code and marking was confirmed.